Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The device was discarded by the user facility. Therefore, a sample eval could not be performed. One image was received and reviewed. An introducer sheath is visible from the jugular direction. A filter is seen after the apex has been withdrawn into the sheath with the recovery cone. The cone is fully collapsed, which indicates the cone is also within the distal end of the introducer sheath. The radiopaque marker band is not visible at the distal end of the sheath, but can be seen more proximal on the sheath at least the length of one full vertebral body. Based on the image provided, proximal movement of the radiopaque marker band on the sheath can be confirmed. It should be reported that, "it was not known whether the access site was predilated and whether there was scar tissue present." Per the IFU (instructions for use), the vessel should be pre-dilated with a 12f dilator. It is unk if pt and or procedural factors contributed to this event. The current IFU (instructions for use) states: equipment required: 12 french dilator. Directions for use: pre-dilate the accessed vessel with a 12 french dilator. Advance the 10 french introducer catheter together with its tapered dilator over the guidewire and into the vein, such that the tip of the sheath is approx 3 cm cephalad to the filter tip. Note: the introducer catheter has a radiopaque marker at the distal end of the catheter sheath to assist in visualization.

Event description:
It was reported that the marker band on the introducer sheath of a recovery cone retrieval sys dislodged during insertion into the pt. Reportedly, imaging demonstrated that the marker band had moved up on the introducer sheath making it difficult to locate the tip of the sheath. The filter was removed using the recovery cone without incident. The marker band remained lodged on the sheath during withdrawal of the sheath from the pt. No report of injury to the pt.